Manufacturer narrative:
(B)(4).

Event description:
It was reported that app not working occurred. Data was evaluated and the allegation was confirmed as an app crash was confirmed. The probable cause was determined to be potential patient misuse as the app was manually closed. The reported event of app not working is reportable based on the finding of a app crash. No injury or medical intervention was reported.